Event description:
It was reported that a user¿s ilet system using a freestyle libre 3 plus sensor displayed a persistent ¿pairing with sensor¿ status after the sensor was scanned. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included guided troubleshooting and user education. Investigation of this case revealed that disconnecting the pump from the body, restarting the pump, and rechecking the cgm menu did not clear the status until the sensor was re-scanned, after which the system displayed sensor warm-up and functioned as expected, consistent with a temporary pairing communication issue between the cgm sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and normal device behavior following re-scan, with no device malfunction identified.